Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented into 3 segments. A proximal, medial and distal fragment were returned for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed that the conductor coil of the medial fragment was found fractured, which is assumed to be the root cause of the increased pacing impedance. The fracture in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the distal fragment was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 84 months it was reported that the lead was explanted due to raised pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.